Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 193 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. The customer re-used the cartridge from a previous time. Tandem technical support told the customer this was off label usage. The customer continued to use the existing cartridge for insulin therapy.